Manufacturer narrative:
(B) (4): baxter received two used xph190 dialyzers. Both dialyzers were disinfected. The bleach solution would not flow through the dialyzer as the blood had clotted at both headers. A syringe was taken with a bleach solution and used to try to break up the clotting by forcing bleach in and pulling out some blood solution but the blood would not break up during the disinfection process. A visual inspection was performed and no obvious defects were found. No other testing could be performed because the dialyzers are considered to be a biohazard with the blood still in them. This complaint could not be confirmed. No defect was found in the records, retained samples or production processes of the lot concerned, therefore, it was unable to find the cause of the reported event. It was surmised that the follow fibers were influenced by dropping damage at the time of use or shipping.

Event description:
This complaint originated as a result of the clinical manager calling baxter corporate product surveillance (cps) on (B) (6) 2010 to report 2, xenium xph 190 dialyzers for a blood leak detector alarm that occurred. Blood was detected in the dialysate during treatment of the same patient on (B) (6) 2010. The reporter stated that in the first instance, an audible alarm was detected with approximately 2 hours and 11 minutes remaining in the treatment. The dialysate was tested and "was grossly positive for blood." The reporter stated that the patient's treatment was setup with a different dialyzer of the same lot number and that the problem reoccurred approximately 1 hour and 45 minutes later. The reporter stated that the patient's treatment was discontinued at that time. Both actual samples are available for evaluation. On 2-9-10, cps spoke to the clinical manager at the facility regarding this incident. The estimated blood loss to the patient was 200 ml both times, for a total of 400 ml, the blood was not returned to the patient either time. There was no medical intervention the first time, but the second time the patient was given 150 ml of saline as an intervention, there was no hospitalization as a result of this incident. The patient was doing fine and went home. The dialyzers were not reused.